Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with cracked case at the display window corners and battery tube threads. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was 560 mg/dl at the time of incident and the current blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states that she has not been on the pump since (B)(6) 2019 due to being hospitalized for high blood glucose or diabetic ketoacidosis. The customer did not experience any symptoms related to high blood glucose. Customer stated that the insulin pump passed the high performance test. The insulin pump will be returned for analysis.